Event description:
On 04/30/2024, it was reported by a facility representative via (B)(4) that an ar-3352-5531 scope has a loose and unstable lens. This appears to have been an oob issue but was only discovered during use in a case with no patient impact.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.